Event description:
Procedure type: gynecology. According to the reporter: the client reports a small piece from the locking collar was found loose. The piece broke off during the procedure, but did not fall into the cavity. There was no additional bleeding and neither the or time or incision were extended. No pt injury was reported. Pt in good condition.